Event description:
It was reported that during a sigmoid colectomy procedure, the scrub tech was loading the device she came into contact with the staples. The staples punctured skin and the glove began filling with blood. It is unknown if the tech removed the safety cap prior to loading the cartridge onto the device. There were no consequence to the patient undergoing the surgical procedure. The surgical tech will have to have continued testing (blood draws) over the next five years for monitoring. Labs will be performed every six weeks for the next year.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process